Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was found to have an error c-34 reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint regarding an error message/fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error message/fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the system error logs and found an error 25913. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. The complaint regarding an error message/fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the integrated erbe integrated electrosurgical unit (iesu) had an error c-34. The system powered on without any errors and system functionality was checked. An isi technical support engineer (tse) asked the customer to replace the energy cable and instrument. However, the issue persisted. The tse advised to try another monopolar port in the erbe but that port, but the issue persisted. The customer switched to an ultrasonic instrument to continue and the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a harmonic ace instrument. There was no injury to the patient.